Event description:
The following has been reported: customer reported secondary IV tubing attached to primary tubing and ciprofloxacin did not infuse. The nurse had to change the tubing and in the process spilled cipro so had to spike into another bag. The med then infused without issue. Per facility, product code is m77460051, lot number is unknown. No adverse events/injuries reported.